Event description:
It was reported that the patient underwent a procedure to reposition the cardiac resynchronization therapy defibrillator (crt-d) due to the position being too superficial. When unscrewing the left ventricular lead, the screw detached from the device header and remained on the torque wrench. The physician attempted to re-screw the lv lead into the header and the threshold was elevated, indicating header damage. The crt-d was explanted and expected to be returned to the manufacturer for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient underwent a procedure to reposition the cardiac resynchronization therapy defibrillator (crt-d) due to the position being too superficial. When unscrewing the left ventricular lead, the screw detached from the device header and remained on the torque wrench. The physician attempted to re-screw the lv lead into the header and the threshold was elevated, indicating header damage. The crt-d was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.